Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient contacted his patient liaison regarding his artificial urinary sphincter (aus). He stated that recently he has had "wide open incontinence and it came on suddenly." The patient liaison went over reactivating techniques with the patient in case he accidently deactivated his device. Later, this patient tried reactivating his device, but his sudden onset of incontinence did not subside. Since this patient was previously implanted 19 years ago, his previous physician was no longer in practice. On (B)(6) 2018, this patient underwent replacement of his aus with a new physician. The original implant was removed and discarded.